Event description:
June 2 had my first injection to right knee. June 4th woke up with some red bumps on my face, I thought I was breaking out like acne. June 9 had my second injection, june 11 woke up with hives on my face. Called provider that performed injection, ordered famotidine, prednisone 2 tablets that day and 1 the next day if symptoms needed. I took both doses, as well as claritin and famotidine daily. Worsening hives, on saturday june 13, used cortisone lotion for itching. Sunday june 14 woke up face was swollen hives further spread, and in random places shoulder, and hip. Sought care, prednisone pack, increased famotidine, added benadryl at night. Improving today june 15. This report captures euflexxa #2. Pt: 1943, 4577. Device: 2682. Ref: mw5189574.